Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative confirmed the patient had a migration of the lead and they were unable to ¿pull it down¿. Therefore, the lead was abandoned and a new one placed on the day of report. It was unknown if the patient recovered completely.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the consumer had come in to the clinic for a staple removal and program adjustments, and high impedance was noted on electrodes two through six. Stimulation was felt in the ribs and abdomen on the right. Fluoroscopy imaging was taken. The lead was noted to be at the sixth and seventh thoracic vertebrae and it was placed at the eighth and ninth thoracic vertebrae. The consumer was alive with no injury. Additional information received from the rep reported that the consumer was to have a follow-up in the clinic on (B)(6) 2015 and that spinal cord stimulation had not been activated following implantation. It was turned on to test at the consumer's first follow-up but was turned off again following that visit. Additional information received from the rep reported that the consumer would have a lead revision at some point, but the rep did not have a date. The issue occurred during use. No further outcome or cause of the issue was reported. Follow-up was conducted to obtain this information; if additional information is received the event will be updated. The consumer's indication for use was noted to be spinal pain.